Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, when removing he felt significant resistance and managed to remove from the patient by using significant force. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: should a sudden increase in resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components and this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Although it was noted the physician used force in the attempt to remove the delivery system, the force applied seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported deformation due to compressive stress (bend); thus resulting in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the procedure was performed to treat a superficial femoral artery (sfa). Following the deployment of a 6x150mm absolute pro ll self-expanding stent (ses) over a .035 unknown guide wire, the delivery catheter was attempted to be removed; however, resistance was felt with the 6fr sheath. After significant force was applied the delivery catheter was removed and was noted to be bent. The procedure concluded following the removal of the ses. There were no adverse patient effects nor clinical delay. No additional information was provided.